Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit had a blank screen. The pump would populate the screen with black pixels on power up rather than have lines of blank pixels.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The root cause for failure could only be isolated to the level of the lcd assembly. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.